Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that insert was broken during an intraocular lens (iol) implant procedure. There was patient contact. Additional information has been received that it was the inserter that was bent which lead the lens haptic broke off. The lens was removed and replaced with unspecified new lens during initial procedure. The symptoms has been resolved and there was no patient harm.